Event description:
The customer stated two prism analyzers generated false positive anti-hcv results for two patient samples. The samples were repeated on another system (method unknown) and negative anti-hcv results were obtained. There was no adverse impact to patient management reported.

Manufacturer narrative:
This event was reported incorrectly under manufacturer report number 3002809144-2013-00082. Further investigation of the customer issue included a review of the complaint text, testing of a retained file kit of prism hcv, testing of returned patient samples, a search for similar complaints, and a review of labeling. A return specimen was received but testing has not yet been completed. A retained file kit of prism hcv reagent lot number 23266li00 was tested for specificity and passed. The returned patient samples were tested with prism hcv reagent lot 23266li00. The added results do not suggest the reagent is not meeting safety, effectiveness, or label claims. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.